Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the customer received multiple occlusion alarms. The customer's blood glucose (bg) level was 535 mg/dl. The customer performed a system check on the pump and insulin was not observed coming from the cartridge and no alarm sounded. The customer changed the supplies to the pump and an insulin injection was used to address the high bg level.